Event description:
Account stated they had several discrepant co2 results as follows (initial result/repeat(s) mmol/l): #1- 8/16,19; #2- 17/26; #3 6/9,25; #4- 14/12,25; #5- 12/12/33; #6- <1.5/10; #7- <1.5/7,26. The incorrect results were not reported. The field service rep found the sample probe was misaligned and repaired the instrument by realigning the probe.